Event description:
The customer reported that the nurse did not hear an alarm at the central station alerting her of the patient's status. The patient expired.

Manufacturer narrative:
(B)(4). The customer reported that the nurse did not hear an alarm at the central station alerting her of the patient's status. The patient expired. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.